Manufacturer narrative:
Date of event: (B)(6) 2014. Explant date: (B)(6) 2014.

Event description:
It was reported that the patient had his spectra device removed 2 -3 weeks after implant date due to infection. It was noted that "the patient was quite fibrotic and difficult to dilate". No further patient complications were reported in relation with this event. Patient outcome indicated: "he's fine".

Manufacturer narrative:
Analysis results indicate both cylinders have damage to the outer tube that was caused by a sharp instrument which may have occurred during the removal of the device. Both cylinders function as intended.